Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change error occurred. Distributor received pump and found the touch screen was cracked and unresponsive. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to customer's blood glucose.